Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be implanted to treat a stricture during a endoscopic retrograde cholangiopancreatography (ercp) with biliary metal stent placement procedure performed on (B)(6) 2024. Prior to the procedure, the stent deployed as it was being loaded. Another wallflex biliary stent was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be implanted to treat a stricture during a endoscopic retrograde cholangiopancreatography (ercp) with biliary metal stent placement procedure performed on (B)(6) 2024. Prior to the procedure, the stent deployed as it was being loaded. Another wallflex biliary stent was used to complete the procedure. There were no patient complications as a result of this event. Additional information received on january 14, 2025: it was reported that the wallflex biliary stent was to be implanted in the common bile duct.

Manufacturer narrative:
Block b5 has been updated with the additional information received on january 14, 2025. Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.